Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2005. Subsequently, a revision procedure was performed on (B)(6), 2011, due to fracture of the femoral stem trunion. The fractured trunion portion of the stem was removed and replaced with a custom taper adaptor. The remaining portion of the stem was well-fixed and remains implanted in the patient. It was further reported that the patient is of large stature, extremely active, and moves large logs in his line of work.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6), 2011.

Manufacturer narrative:
Evaluation of the returned component found that it fractured at the trunnion. Evidence suggests the fracture occurred due to a bending fatigue. (B)(4).